Event description:
This is 2 of 3 reports (different patients. Same failure). Other mfg report numbers: 3014334038-2022-00038, 3014334038-2022-00040. A facility reported a microsensor (ID 826653) was implanted in a (B)(6) male patient on (B)(6) 2022 and on (B)(6) 2022 there was a minimal cerebrospinal fluid (csf) leaking from the catheter. Microsensor was replaced and patient is in stable condition.

Manufacturer narrative:
The microsensor (ID 826653) was not returned for evaluation as the product was discarded; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.